Event description:
Caller reported a cgm error, specifically error 42, and contacted support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on how to reset the pump. After performing the reset, the cgm error code did not reoccur, and the caller successfully started their sensor session.